Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia about one hour in duration, with a lowest blood glucose of 41 mg/dl, after a recent high while using the ilet and fiasp; the user confirmed the low with a fingerstick and treated with oral carbohydrates. Symptoms included low blood glucose. Outcomes included temporary impairment requiring self-administered oral glucose without medical intervention or assistance. Investigation included complaint handling, product-use troubleshooting, and user education focused on potential overcorrection during early adaptation, recent fill tubing while disconnected, and confirmation that targets, weight, bg run mode, and date/time were unchanged. Investigation of this case revealed no device alarms or malfunctions reported, no contributing user setting changes, and a plausible overcorrection during early learning as the device had been in use for approximately one week. It was concluded, based on previously established findings for similar reports, that the cause was unclear.